Manufacturer narrative:
(B)(4). The sample has been requested; however, has not yet been received. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed in the lab. The actual sample was received and the results of a sample evaluation did not reveal any manufacturing abnormalities or leaks. The sample was destroyed. The cause was undetermined. The lot number was not provided; therefore a batch review could not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that the last fill line spike separated from the extraneal port during set-up. The nurse reported solution then leaked. There was no patient involvement and no patient injury.